Event description:
Spinal fusion patient noted "squeaking" in back 8 weeks post-operatively. Follow up films showed fracture of the pedicle screw at its neck.====================== manufacturer response for pedicle screw, cd horizon spinal system======================device failure was reported to the vendor, who states it was reported to the manufacturer.